Event description:
It was reported that a patient had a wound burn of the unknown eye. There was a plume at the phaco tip when surgeon went into ultrasound in sculpt indicating it wasn¿t clearing. At that point it was switched to epinucleus to clear the endocoat, which is suspected was blocking the flow, and the plume cleared. However, the thermal damage at the wound had already been done. It was surmised the issue was the endocoat as it hadn¿t fully cleared form the tip and working space before surgeon began his groove. Surgeon closed the wound with a 10-0 nylon stitch and felt he had good closure. The case was prolonged by a few minutes for the stitch and to check wound integrity. It was later reported that at 1 day post-op there was barely any thermal damage on the affected eye. The suture was removed a week later and the patient is doing great. No additional information was provided. This report is for the phaco tip. Reference mrn 3012236936-2023-00236 for the phaco handpiece, 3012236936-2023-00235 for the veritas console and 3012236936-2023-00238 for healon endocoat.

Manufacturer narrative:
Patient demographic information was requested however, the account wished not provide any additional information. Lot number: unknown/not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI #: unknown, as the lot number of the device was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.